Manufacturer narrative:
The lcd screen issue was observed during a visual inspection of the returned autopulse platform. The lcd had defective/missing pixels. To remedy the issue, the defective lcd display was replaced. The autopulse passed the initial functional testing. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, found damaged load plate cover, in addition, encoder drive shaft does not rotate smoothly, exhibits binding and resistance and the motor drive train brake gap was out of specification. To remedy the issue, the load plate cover was replaced, the sticky clutch plate was deburred and the brake gap was cleaned and adjusted. Following the service, the load characterization check was performed and verified that the load cells are within specification. The platform was further tested with large resuscitation testing fixture, (lrtf) equivalent to 250-pound patient and passed all functional testing criteria and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse with serial number (B)(4). .

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, during a shift check, the autopulse platform (sn (B)(4)) screen lcd displayed unreadable text upon powering on. No patient was involved.